Event description:
Related manufacturer reference number: 2017865-2024-03731. It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting high pacing impedance. The physician elected to replace the lead. During the procedure it was noted that the right ventricular lead had a pinch beneath the suture sleeve placement, and the atrial lead exhibited abrasion and had fluid within the insulation. The rv lead and atrial lead were both explanted and new leads were implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and bent lead were confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found calcification covering the ring electrode and ring ventricular shock coil which is assumed to be the cause of the rise in the pacing impedance as indication on the device session records. The pinch visible beneath the suture sleeve was a suture sleeve tie impression occur when tightening the suture. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed that was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the sheath with intact silicone insulation beneath proximal to suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.